Manufacturer narrative:
(B)(4). During the evaluation of the sample a secondary assembly failure was found. The assembly failure did not attribute to the reported condition.

Event description:
Procedure type: lap hernia repair. According to the reporter: the anchor balloon broke soon after the surgeon inserted the product and inflated the balloon. No pieces of the balloon were left in the patient. Another balloon tip trocar was opened and used to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No patient injury was reported.